Event description:
Specific markers are reported (cd30 positive and alk negative) and alcl was confirmed in right breast. Therefore, lymphoma-alcl was reported. In addition, capsular contracture baker grade ii/IV, seroma, and foreign body reaction were reported. This record is for the right side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of "capsular contracture, seroma, and lymphoma-alcl" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Manufacturer narrative:
Serial numbers (B)(4) and (B)(4) were provided, corresponding sides cannot be confirmed at this time. The event of "lymphoma-alcl-suspected" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "capsulectomy due to a diagnosis of alcl".

Event description:
Patient reported via regulatory agency "had explantation surgery and capsulectomy due to a diagnosis of alcl". Pathology has not been provided and the biomarkers of cd30+ and alk- have not been received. Side unknown.